Event description:
It was reported that at the beginning of a photoselective vaporization of the prostate procedure, the physician was able to see light on the fiber and found a break just before using the fiber inside the patient's body. The procedure was continued utilizing a second fiber, and the procedure was completed without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a fiber body break between the input connector and control knob. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed that most of the output escaped from the fracture location. There was no indication of fiber usage as no devitrification or tissue adhesion were found on the fiber tip. It is probable procedure handling of the fiber during setup may have contributed to the fiber break. According to the device instructions for use (IFU), caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber body beak.

Event description:
It was reported that at the beginning of a photoselective vaporization of the prostate procedure, the physician was able to see light on the fiber and found a break just before using the fiber inside the patient's body. The procedure was continued utilizing a second fiber, and the procedure was completed without patient complications.